Manufacturer narrative:
D4-UDI: (B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m232131 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000/ lot: m232131, test base part number 192-430/ lot: m232131. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m232131 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay performed on nasopharyngeal samples eluted in vtm between (B)(6) 2023 and (B)(6) 2023 on two (2) patients. This MFR. Report addresses test three (3) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a vtm nasopharyngeal swab. Repeat testing was performed on (B)(6) 2023 and generated a positive result. Confirmation testing was performed at a microbiology laboratory via pcr (platform: genexpert) on (B)(6) 2023 and generated a negative result. Further testing was performed via a biofire film array panel and generate positive results for coronavirus nl63. It is not clear if both patients or only one patient was tested with the biofire film array panel. Due to the false positive result, the patient was admitted to the covid-19 positive ward. This patient was not infected with covid-19 after being admitted to the covid-19 positive ward. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay performed on nasopharyngeal samples eluted in vtm between (B)(6) 2023 and (B)(6) 2023 on two (2) patients. This MFR. Report addresses test three (3) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a vtm nasopharyngeal swab. Repeat testing was performed on (B)(6) 2023 and generated a positive result. Confirmation testing was performed at a microbiology laboratory via pcr (platform: genexpert) on (B)(6) 2023 and generated a negative result. Further testing was performed via a biofire film array panel and generate positive results for coronavirus nl63. It is not clear if both patients or only one patient was tested with the biofire film array panel. Due to the false positive result, the patient was admitted to the covid-19 positive ward. This patient was not infected with covid-19 after being admitted to the covid-19 positive ward. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI(B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.